Event description:
It was reported that a driver stent was being used to treat a moderately calcified lesion. No difficulties were noted when removing the device from the hoop. No issues noted during stylette and protective sheath removal. It was reported that the stent deformed in vitro, however additional clarification confirmed that when the physician used the device in the patient he noticed that stent was on the shaft of the delivery system. Furthermore it was reported that stent damage occurred during attempts to advance the device. No patient injury reported.

Manufacturer narrative:
Results: other (based off information available and non-return of device, no root cause can be determined). No results available since no evaluation was performed (no device returned). Conclusion: other (based off information available and non-return of device, no root cause can be determined). Unable to confirm complaint (no device returned). (B)(4).